Event description:
The customer reported that the fluoro button was sticking and it kept exposing during an exam. The sys was producing uncommanded x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation with the site biomed. The x-ray controller board was determined to be defective. The part was ordered and replaced by the biomed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.